Event description:
Boston scientific crm received information that this right ventricular lead, exhibited loss of capture with greater than two seconds of pacing inhibition and poor detection. It was suspected that the lead had been damaged during the device replacement procedure that took place one year ago. A revision procedure was performed; as the device was removed to explant the lead, the lead broke at the level of the terminal pin. The lead was surgically abandoned and the proximal portion was removed. Fibrotic tissue was noted around the lead extremity. A new lead was implanted with the existing device. The explanted portion was returned to boston scientific crm. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted that the lead was returned in two segments, the first segment (terminal pin segment goes to 24mm, the second segment continues to 290mm where it is severed. Punctures and cuts were noted in the terminal area. It appears that the terminal pin distal end (24mm from the terminal pin) was grabbed by some type of grabbing tool, it is no longer round. The conductor coil filars were stretched in this area and the insulation appears torn around the circumference. The conductor coil ends were confirmed to be fractured. Each of the coil fractures had areas of fatigue on opposite sites with an area of overload between, indicating bidirectional bending of the lead had occurred. The bidirectional banding of the lead likely caused or contributed to the fractured conductor coils.